Event description:
A synsiro pro drug-eluting stent system was selected for treatment. It was reported that the tip of the device appeared kinked after opening the packaging and removing the device from the storage ring. Even after extended communication with the local staff, no further information could be obtained.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product confirmed that the stent is severely deformed at both of its ends. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. A large amount of body tissue (i.e., plaque) was observed underneath the bent struts in the distal portion as well as in the proximal portion. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.